Event description:
A non health professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare and halo. The iol was exchanged in a secondary procedure for clinical reason of visual disturbances. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).